Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the device was received in three sections with a section of the balloon being returned in a plastic container. The first section of the device was the hub and 1.6cm of the shaft. The second section section of the shaft measured 33cm and extended up as far a break in the shaft at 1mm distal to the proximal edge of the proximal markerband. The third section of the device measured 13.1cm in length and included the distal section of the balloon tear and distal markerband and tip. A complete balloon circumferential tear had occurred in the balloon material at 3mm into the proximal transition. The shaft appeared to be severely stretched at different locations along their lengths. The returned section of the balloon material measured 4cm in length and had a complete circumferential tear at both ends and a longitudinal tear along the entire body of the balloon. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon rupture and fragmentation occurred. The procedure treated a dialysis clot in an av arm fistula. There was no vessel calcification. An 8.0x40mm mustang balloon was advanced and successfully inflated to 20 atms two different times. On the third inflation the balloon ruptured at 15 atms and umbrellaed. Upon removal, there was a circumferential tear and the balloon fragmented inside the patient. Another access closer to the wrist was made and a snare was advanced to successfully pull back the dislodged balloon segment in the opposite direction. No fragments were left in the patient. No further intervention was needed, the clot was successfully treated before the balloon rupture occurred. No further patient complications were reported and the patient status is ok.